Event description:
It was reported that the patient was at the horse races over the weekend prior to the report and their stimulation ¿went crazy¿. The patient experienced overstimulation and had difficulty turning their stimulation off at first. After multiple attempts the stimulator turned off. The patient met with a manufacturer representative and they turned the stimulation back on and the patient was getting normal paresthesia. The cause of the issue was unknown and the patient had not experienced the issue since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she has had multiple occurrences of interactions with her implant at large sporting events. The patient stated it had occurred twice at the (B)(6) and three other times including(B)(6). The patient noted the first time had minor and major interactions and when she was in the rest room the device when off full blast and caused her to ¿levitate above the toilet¿. The patient mentioned it didn¿t cause her harm and she spoke with a manufacturer representative who suggested to turn the implant off. At a later event the patient had the implant turned off and during the event stimulation turned on so now the patient let the battery discharge before going to an event. The patient explained she was around a lot of international transmission sources like radio and tv and was near the jumbotron and troubleshooting reviewed electromagnetic interference interactions.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 8590-1, lot# n353191, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).